Event description:
Patient's knee was revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon tibial insert.additional information has been requested. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Corrected data: device was not returned the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Not returned.

Event description:
Patient's knee was revised.